Manufacturer narrative:
(B)(4) date sent to the FDA 5/5/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: complaint sample: one opened complaint sample without packaging identity was received for investigation for code vp2437 lot t8027. Complaint sample consist of suture pieces and needle. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. In absences of complaint sample foil, zipper lid it cannot be concluded that what caused to suture tensile strength failure. Returned needle was inspected with 10x magnification and no defect was observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 472 ¿g/m (B)(4) date sent to the FDA 5/5/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1 ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 472 ¿g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number t8027, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: how the procedure was complete? Closed skin with ethilon. Any patient consequences? No. Status of product return - not available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tympanoplasty procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 02/01/2021. Additional information: h3, h4, h6. H3 analysis summary: complaint sample was not received for investigation. Five retain samples of incident codes vp2437 and lot number t8027 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. H6 component code: g07002 - conforming. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.